Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 9.0 x 40 x 75 cm express ld iliac / biliary stent was successfully deployed in the patient. Upon removal of the stent delivery system the catheter shaft fractured and separated. The distal shaft section and balloon were removed inside the access sheath. No additional intervention was required. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 9.0x40x75cm express ld iliac / biliary stent was successfully deployed in the patient. Upon removal of the stent delivery system the catheter shaft fractured and separated. The distal shaft section and balloon were removed inside the access sheath. No additional intervention was required. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified a break at the proximal edge of the proximal balloon sleeve. It was also noted that the shaft was stretched. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the balloon found no tears or holes in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).